Manufacturer narrative:
Investigation findings: the device has not been returned for eval at this time. A follow-up report will be filed once the device is received and evaluated. A review of product history for the past 2 yrs shows no other reported events for this failure mode. Conmed linvatec will continue to monitor this product for failures. The customer also reported that following the attempted insertion of this 10mm biostinger implant, the surgeon changed to a 13mm biostinger implant and when he tried to insert the 13mm size, the preloaded inserter tube bent. This event is reported under MDR 1017294-2008-00143.

Event description:
It was reported that during insertion of this biostinger hornet implant in a knee arthroscopy, the handle disintegrated when the grey control knob was pushed. The procedure was completed with an alternate biostinger implant. There was no report of serious injury associated with this event.